Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 97, 76 and 56 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/15/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 97mg/dl n/a fasting:yes, 76mg/dl n/a fasting:yes, 56mg/dl fasting: yes, 77mg/dl n/a fasting: yes, 77mg/dl fasting: no, memory concerns:56 mg/dl. Customer husband states low result. States 100 points lower than usual, doing meter to meter comparison. Customer feels fine denies medical assistance at this time. Patient normal fasting glucose - 110-160 mg/dl, states increase in diet and recent weightloss. Date and times unavailable for meter memory results.